Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent the open reduction internal fixation (orif) surgery for right clavicular diaphyseal fracture with the plate for left in question. Before the surgery, when the sales rep received the request to arrange the plate, he confirmed that it was the same side as the surgery for the left side on (B)(6) 2023 and arranged the left clavicle plate. When he attended the surgery on (B)(6) 2023 noticed that the affected area was on his right side. Action was immediately taken to arrange a right clavicle plate in the tokyo area, but it appeared to take more than an hour. Therefore, the surgeon bent the left clavicle plate and used it on the right clavicle. He judged that there was no problem with fixation, but there is some bone protruding from the implant. Procedure was completed successfully with thirty (30) minutes of surgical delay. No further information is available. This report is for one (1) unk - plates: clavicle. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: this report is for an unknown - plates: clavicle/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.